Event description:
Reporter alleged the customer was hypoglycemic and couldn't test on the aviva system because of an error message and then power concerns. Reporter stated she treated the customer with orange juice and sugar. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.